Event description:
Medtronic received information that approximately four years following the implant of this 27mm mechanical valve, the patient experienced a myocardial infarction and two transient ischemic attacks (tia). Four months later the valve was explanted and replaced with a 27mm freestyle valve with no further adverse patient effects. Visualization of the explanted valve revealed pannus on the cuff, but the valve leaflets were clean. The physician reported that the source of the tia's was unknown and that the patient had been on coumadin since 2008, however, the inr at the time of the tia's was not known as the patient had missed a couple of appointments. The valve will not be returned.

Manufacturer narrative:
Product analysis: no product was returned for evaluation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. At explant, the physician noted that there was pannus on the cuff, but the valve leaflets were clean. Pannus on the cuff portion of the valve is normal for a valve that had been implanted for four years. As the valve was not returned for analysis, a root cause cannot be determined. The physician noted that the valve itself was clean when explanted; therefore the cause of the myocardial infarction or the tia's does not appear to be related to the performance of the valve. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.